Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Distractor stopped turning and a foot plate broke off the distractor body. Device was removed on (B)(6) 2017 and replaced with a different distractor.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned product. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The results of the investigation have concluded the root cause for the device breaking was due to strain on the device which caused mechanical stress. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.